Event description:
The helix would not extend after 15 turns, blood in tip of lead, attempted implant. The safe-sheath sealing adaptor would not come off the attain catheter; the silicone seal on the inside of the catheter remained inside of the catheter. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.